Event description:
It was reported that after left ventricular assist device (lvad) implant surgery, the patient was extubated and a left middle cerebral artery (mca) infarction was observed on computed tomography (CT). The patient was noted to have dysarthria. A neuro thrombectomy and heparinization were performed. The patient became stable and was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.